Manufacturer narrative:
The insulin pump had no button error alarm during testing but had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the rewind, basic occlusion and displacement tests. The insulin pump was unable to prime at 2.5 pounds during priming test due to faulty force sensor resistor. There was no motor error, motion sensor test failure and motor position encoder error alarm. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, scratches on the casing, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's aunt reported via phone call motor error alarm, button error alarm, motion sensor test failure and motor position encoder error alarm. Customer's blood glucose level was 345 mg/dl. Troubleshooting for motor error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.